Event description:
Terumo medical corporation received the reported information. The glidewire advantage was used on the patient; however, the tip became frayed. The procedure performed was an lle, and no blood loss was reported.